Event description:
Unresponsive pt in v-fib picked up by paramedics. Defibrillated x 2 (asystole) endotracheal intubation. 2mg epi 1: 10,000 given via endotracheal tube. IV initiated w/18g to left external jugular (still asystole). CPR continued. Administered 1 mg atropine IV push with difficulty. Atropine syringe attempted thru lower clave port - would not run. Used as needle - less (protected needle removed). Administered 2mg epi 1:10,000 via endotracheal arrived at ER (in asystole). Labatolol and questionable administration, CPR continued. Pt expired. Emt stated that this did not directly affect this pt's care because endotracheal route was available and used. Note: pharmacist was able to reconstruct valve "misfunction" x3 by connecting an ims (international medication systems) min-I-ject to an abbott #12094 macrobore 7" extension set with clave valve. The ims syringes appear incompatible with the clave valve in that connecting the two causes valve "misfunction". The valve barely flows (drips only if put excessive pressure on plunger of syringe). Removal of the syringe leaves the inner part of valve depressed - does not pop back up like it should. If you attached an alaris smart site valve to the clave valve, the clave functions perfectly and flow is fine. Problem reproduced with abbott #12094 7" ext set w/clave, so this is not a lot # problem.